Event description:
A user facility reported that an intraocular lens (iol) was explanted. In a follow up, a certified medical assistant reported that the patient came in for an iol exchange due to an iol subluxation. Once the patient was on the table, the doctor noted a full dislocation of the iol to the posterior section of the eye. The patient was referred to a retinal specialist for iol removal. The certified medical assistant reported the event resolved with treatment (lens explant).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. Additional information was requested and received. A completed questionnaire was received on (B)(4) 2013. (B)(4).